Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed nor replicated by failure analysis. Visual inspection displayed no signs of physical damage on the outside of the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument passed energy recognition on the e-100 generator and erbe. The instrument attached to and removed from the arm without any issues on multiple attempts. Review of instrument logs did not verify any failures. The instrument was fully functional. Additional observation not related to the customer's reported issue: visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade does not retract back and appear exposed inside the jaws.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had a recognition issue. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the patient information was not provided.